Event description:
A surgeon reported to our affiliate in another country that a patient returned to him 12 year post-op with pain and discomfort in her shoulder. The original procedure was an open shoulder stabilization repair using mitek gii anchors. Upon x-rays, it was noted that a gii anchor had broken and part of it was sitting in the posterior glenohumeral joint.

Manufacturer narrative:
As of the submittal date of this report no decision has been made as to whether to remove the device from the patient's shoulder. Additional testing is going to be done to determine if the device should be removed. No product codes or lot numbers have been supplied by the user facility, and the device is not being returned, both of which preclude conducting either a physical evaluation or a build history review to determine it there were any internal processing issues, which would have contributed to the nature of the product complaint. Depuy will continue to try to obtain more information about the event. If more information is received that is pertinent to the issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.